Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For the tlc75 device, did the device lockout (no staples deployed, and no cut line started)? Or did the cut and not staple? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a procedure for the esophagus, the staples could not be deployed when the tlc75 was used at the 4th firing. When the cs40b was used, the staple formation did not look as usual too. The devices were used for the gastric tube formation. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 06/24/2022. For the tlc75 device, did the device lockout (no staples deployed, and no cut line started)? Or did the cut and not staple? Partially fire. The staples were formed properly, but there was an unusual feeling when deploying the staples. No other than the usual procedures are performed. The patient is stable after the operation. No further information will be provided. D11: corrected data = h1 h1: MDR decision: not reportable upon review of the information provided in h10, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.